Event description:
It was reported that during the coil embolization procedure the operator placed the microcatheter to the location. Next, the operator delivered the subject coil and during coil repositioning it detached prematurely. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Per the event description the main coil detached inside the microcatheter during repositioning. There were no anomalies noted to the device prior to use and appears to have been prepared per the dfu. While there are a number of potential causes for the reported issues, because a review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the coil embolization procedure the operator placed the microcatheter to the location. Next, the operator delivered the subject coil and during coil repositioning it detached prematurely. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.